Event description:
Device malfunction: none. Symptoms/ae: hypotension, myocardial infarction time of symptoms: after the procedure. It was reported that post an uneventful left internal and common carotid artery stenting procedure, the pt became hypotensive. Initially, the pt was treated with a neosynephrine drip, but that was changed to a dopamine drip when the pt was in the cardiac care unit. Two days postprocedure, the pt experienced a non st elevated myocardial infarction. Because of the recent carotid stent procedure and the hypotension, a heart catheterization was not recommended. Three days post procedure, the hypotension resolved. Four days post procedure, the effects of the myocardial infarction resolved and the pt was discharged to home. Although requested there is no additional info available. Study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.